Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Microscopic examination of the pump found that the kink resisting tubing (krt) was worn to the filament. The pump was functionally tested and did not pass the activation test. Microscopic examination of the first cylinder identified wear at fold in the middle of the cylinder. The cylinder krt was worn to the filament. A hole, consistent with sharp instrument damage, was also identified. The cylinder had broken fabric threads in the proximal end and a hole with a resultant leak, also consistent with sharp instrument damage. The second cylinder had wear at fold in the middle of the cylinder. The cylinder krt was worn to the filament. The issues identified via analysis could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis were not fully inflating, resulting in an insufficient erection. The issue was suspected to be related to the valve. The device was explanted and replaced. No fluid loss and no holes were detected. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the valve of this inflatable penile prosthesis seems to be not holding pressure in the cylinders, causing non-firm erection. The device was explanted and replaced. There was no fluid loss and no holes detected. No patient complications were reported.